Event description:
It was reported that during an angioplasty and possible stenting procedure, a stent dislodgement occurred. The approx 30 mm, 85% stenosed and severely calcified lesion was located in the approx 10 mm, severely tortuous left common iliac artery. Access was obtained via the right femoral artery and another MFR's 6 fr cross-over sheath was placed. The express biliary 10 mm x 30 mm x 75 cm stent delivery sys was advanced, however, difficulty was encountered while advancing the stent delivery sys over the bifurcation of the abdominal aorta and common iliac arteries. Upon attempting to cross the lesion, the stent dislodged from the stent delivery sys and remained in the distal abdominal aorta. The physician gained access through the left femoral artery and was able to successfully remove the dislodged stent using a snare device. An express biliary 10 mm x 25 mm x 75 cm stent was advanced through the left femoral access site and successfully deployed in the left common iliac artery at the level of the bifurcation to complete the procedure. It was noted that the "pt is doing excellent and had no complications."